Event description:
It was reported that occlusion alarms occurred. System check was started, however, customer declined to complete the check at the time of report. No additional information was provided. Customer's blood glucose level was 193 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.